Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so, resulting in the malfunction code not recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurred, to which the customer agreed and understood.